Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant as helix extension difficulties were encountered during the procedure. According to the information provided from the field, the physician tried multiple times to extend the helix of the lead under fluoroscopy with unsuccessful results. As such, it was decided to extract the lead from the patient and after several tries, the helix extended abruptly. Consequently, the physician decided to implant another non-boston scientific lead and the procedure was completed successfully. No adverse patient effects were reported. The product was returned for analysis.